Event description:
On (B)(6) 2013, the distributer contacted animas and reported ink spots and cracks on the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/26/2012 with the following findings: investigation revealed a deeply scratched display screen making it hard to read. The pump powered on and displayed the ¿verify¿ screen. The display screen illuminated to normal contrast and was functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: correction to MFR narrative: ¿device evaluation: the pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings:¿

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).